Event description:
During the carotid stent procedure, the physician was unable to get the retrieval device through the stent and resistance was met. The accunet device was retrieved with another company's recovery catheter device.